Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag (dianeal pd2 peritoneal dialysis solution ultrabag with 1.5% and 2.5% dextrose) therapies for peritoneal dialysis (pd). The dianeal pd2 ultrabag therapies were ongoing. On an unreported date, the patient experienced chronic constipation. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The cause of peritonitis was chronic constipation. On an unreported date, the patient began treatment with vancomycine 1gm-loading dose-ip and gentamycine 40gm in every last bag. Treatment for chronic constipation was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.